Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the hospital was able to insert 10ml without difficulty, but was unable to remove any liquid. Upon attempting to remove water from the balloon, nothing came out. The temperature probe removal was unsuccessful, as the line broke. Urology called and suggested cutting off the end where you would fill the balloon up.